Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead 50 cm. The explanted leads were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate pain relief. The physician did not suspect device malfunction.

Manufacturer narrative:
The returned ipg and leads were analyzed and no anomalies were found.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate pain relief. The physician did not suspect device malfunction.